Manufacturer narrative:
Correction: in the initial report, the g4 date was incorrect. Fresenius became aware of the reported event on 06/24/2020, not on 06/25/2020.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) contacted technical support (ts) to report a ¿remove usb 2¿ error that occurred approximately 30 minutes into a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The patient¿s treatment was reportedly discontinued, and they were moved to a different machine. Reportedly, not all of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient completed their treatment after switching machines and being re-setup with new supplies. It was confirmed that the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient was utilizing a fresenius optiflux dialyzer and fresenius bloodlines. The machine was pulled from service for evaluation, but no repairs were needed. The machine was reset (powered off and back on), and then put back in service. During the initial reporting of the event, ts told the biomed that a software update was being developed to resolve the reported machine error. The error message has not reoccurred, and the machine was fully operational at the time of follow up.